Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15732. The pt has 2 extensions (from the same lot) implanted as part of his scs system. It was reported the pt is without stimulation. The sjm rep met with the pt and diagnostics indicated low and high impedance readings. X-rays were taken and revealed the lead to be disconnected from the extension and migrated. The pt is to consult with his physician as the next course of action.